Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation therapy from his scs system two weeks ago, and he is unable to communicate with his ipg and external devices. The patient stated he last charged his ipg approximately three weeks ago. A replacement charger sent to the patient did not resolve the issue. A sjm representative met with the patient and confirmed the patient's ipg is inoperable. Surgical intervention is planned for a later date to address the issue.